Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 20.3cm distal of the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke during the procedure. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the shaft broke during the procedure. The procedure was completed with another of the same device. No patient complications were reported.